Event description:
It is reported that end-user's abdominal skin presented with redness, bumps with itching associated with the ostomy tape collar about two weeks ago. It is further reported that end-user has not seen a doctor but had some nystatin powder and has applied two applications without much improvement. Lastly, end-user did contact her doctor for a renewal of the nystatin prescription.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Convatec is sending stomahesive skin barrier samples to end-user. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 1, 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.